Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the pt received multiple high voltage therapies. The device was found to be in backup vvi via merlin.net transmission. Restored by downloading the device code. The device remains implanted.